Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2018 involving more than one dozen telemetry patient beds being "offline". The resulting loss of monitoring was associated with the xtr sw version v1.01. The bedside monitors continued monitor patient parameters and generate configured alerts. No injury was reported with this event.

Manufacturer narrative:
Spacelabs has conducted an investigation into the cause of this issue. Investigation findings show that the customer¿s telemetry receivers were not reliably communicating with the central station. The customer¿s entire telemetry system has been upgraded and there have been no further issues reported. This report is complete and this particular issue is considered to be closed.